Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) surgery with locking compression plate (lcp) distal tibia plate was applied for distal tibia fracture. During surgery, when the surgeon tried to bend the lcp distal tibia plate with 5 holes in question, the plate broke off, though the surgeon did not bend it excessively. Then, another plate with 7 holes was bent and was used without problems. The surgery was completed with a thirty (30) minute delay. There was no adverse consequence to the patient. This report is for one (1) 3.5mm ti lcp(tm) anterolateral distal tibia plate 5 holes/left. This is report 1 of 1 for complaint (B)(4).